Event description:
As it was reported by the affiliate: a 4mm - 5mm space was noticed between the stent and the back marker. Unable to pull stent back to reposition, only the outer sheath moved. Please note that multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.